Manufacturer narrative:
Per comp - (B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, whether the patient had any recent injuries, surgeries etc. That could have led to the infection and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the uhmwpe liner and biolox delta ceramic head after approximately 8 years and 7 months due to infection.

Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, whether the patient had any recent injuries, surgeries etc. That could have led to the infection and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported infection. Based on the above, no further investigation can be conducted. Infection is a known risk with any invasive surgery, however, due to the length of time between implantation of the devices and the patient developing an infection is has been concluded that the reported infection is not linked to the corin devices or the procedure. Therefore, this case is now considered closed. The root cause of the infection could not be determined. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the uhmwpe liner and biolox delta ceramic head after approximately 8 years and 7 months due to infection.